Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and was able to duplicate the fiber optic issue and replaced the fiber optic sensor extension cable assembly and fiber optic assembly. Upon further evaluation, the stm was unable to duplicate the reported helium leak. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) was unable to detect the fiber-optic signal even when a transducer was use. In addition, the helium was draining too quickly. There was no patient involved; thus, no adverse event reported.